Manufacturer narrative:
On 02/22/2019 we received the report from our customer (distributor of the device) of the drain which broke inside the patient and was removed by re-operation. The hospital is unable to provide the actual sample and the lot number of this drain is unknown. We checked the retain samples of the three recently produced lots of the same code, without findings. The production controls of this code includes 100% visual inspection for any damage which could lead to tear. Update of 06/30/2019: the event was associated with use of new tool for production of connector which connects the clear tube with white portion of the drain. Fsca 8030107-06/28/2019-001-r was initiated on 06/28/2019.

Event description:
A drain was placed on (B)(6) 2019 for lumbar drain on a (B)(6)-year-old female. When dr. (B)(6) pa attempted to remove drain in the office on (B)(6) 2019, she cut the drain stitch and it fell apart where the clear & white portions of the drain come together. The patient had to be returned to surgery because it required additional surgical intervention to remove retained item. Pain medication was given to the patient during this outpatient surgical procedure for removal. The lot number is not available and the sample is not available for investigation because it was sent to risk management. This incident was reported to risk management on 01/22/2019.